Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged that her son's blood glucose (bg) has been dropping for the last 24 hours. Bg readings ranged from 53mg/dl at 8 p.m. (B)(6) 2013, high of 216 mg/dl at 3 a.m. On "(B)(6) 2003" to a low of 39 mg/dl, with shakiness, at 201 pm on (B)(6) 2013. All lows were treated successfully with carbohydrates and responded into target range. Mom states there has been no change in child's activity, but he is going through a growth spurt. Mom states the site is in and is absorbing well, son is sleeping and had several lows in the last 24 hours, but mom also states the site may be in the muscle. Mom also reports she is working with health care provider (hcp) to adjust settings. Customer technical support (cts) instructed mom to recheck bg as she intended, and if it remains low to change site to prevent insulin in muscle as she suspected. Cts also encouraged her to work with hcp to adjust settings. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following results: a review of the pump¿s history showed that the last basal delivery was on 01/07/2014. Information from the reported event date was overwritten due to continued use of the pump. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.